Manufacturer narrative:
Block d4 and h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf code a1502027 captures the reportable event of helix failure to remove imdrf code f2301 captures the reportable event of introducing biopsy forceps to fix the tissue and allow rotation of the helix.

Event description:
It was reported to boston scientific corporation that a tissue helix was used during an esg procedure performed on (B)(6) 2024. During the procedure, the tissue helix was introduced in the tissue. During retraction, it wasn't possible to initially disengage the helix from the tissue. The helix was successfully disengaged from the tissue with the introduction of a biopsy forceps in the gastroscope channel to fix the tissue and allow rotation of the helix.. Procedure was completed with another tissue helix. No patient complications were reported as a result of the event.